Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked reservoir tube lip.

Event description:
Customer's nurse called to report that the customer was hospitalized due to high blood glucose levels. The customer had diabetic ketoacidosis, was thirsty, and vomiting. Nurse reported that the customer had been hospitalized twice within the last 40 days due to high blood glucose levels. Blood glucose level was over 600 mg/dl at the time of the first hospitalization, and was 600 mg/dl at the time of the most recent hospitalization. Customer's health care provider and nurse felt that the insulin pump was not functioning properly. Troubleshooting was not performed, and insulin pump was replaced. No further information was provided. No further information was provided.